Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. It was reported that the pump emitted a call service alarm before the display went blank. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the black box and history recorded call service alarms (088 and 054-0001). The pump powered up with audio and vibrations but no display. The pump was opened and removed from the case. The display was removed and corrosion was observed on the force sensor plate, display flex, circuit board and internal components along the battery cylinder. Further testing was prohibited due to no display.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.